Manufacturer narrative:
Corrected data: h1 . H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.

Event description:
A customer reported that approximately 4 years post-operatively a patient was revised to address six es2 integrated blade screws that had migrated. This report captures the first of six screws.